Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the pump was returned to mmdg for investigation, the pump did over infuse, but it did not free flow. The reported complaint could not be replicated or confirmed. The pump was serviced to correct the issue.

Event description:
The initial reporter states that the pump free flowed. They stated that the patient pressed the bolus button and that it "gave all the medicine". Mmdg did follow up with the initial reporter, who stated that the patient did require multiple doses of narcan. They stated that the patient did not have any lasting effects from the complaint. (B)(4).